Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric three piece lens. Noticed lens was torn after insertion. Lens was removed with no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B)(4).